Event description:
The reporter indicated that lead impedance could not be measured, and no pacing and sensing was observed. The reporter also stated that a lead fracture (subclavian crush) was confirmed under x-ray. The pacer was reprogrammed to the vvi mode.